Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with the stent partially deployed. The stent was noted to be damaged. A visual and tactile inspection identified a complete break of the sheath located at approximately 30mm distal of the main t-body. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occurred. A 10.0-31 carotid wallstent was selected for an internal carotid artery stenting procedure. Inspection of the device upon opening the package revealed the device was damaged. A wire, possibly from the stent, was noted to be protruding from the catheter shaft in the location of the undeployed stent. The device was not used. The procedure was successfully completed using another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent damaged occurred. A 10.0-31 carotid wallstent was selected for an internal carotid artery stenting procedure. Inspection of the device upon opening the package revealed the device was damaged. A wire, possibly from the stent, was noted to be protruding from the catheter shaft in the location of the undeployed stent. The device was not used. The procedure was successfully completed using another of the same device. There were no patient complications.